Event description:
The customer reported that during a routine check of the unit, the unit shutdown and restarted on its own. No patient was involved.

Manufacturer narrative:
The company representative found the signs of the silicone spill on the pump and the main board was damaged. The company representative replaced the main board (part number 0670-00-1152e). The company representative performed functional and leakage tests. The iabp met factory specifications and was returned to the customer. (B)(4).